Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their stimulation worked good when the ins was on but about every 3 days, symptoms return. They checked the devices and find the communicator and handset dead and appears that ins is off. Technical services reviewed that if handset/communicator go dead they will not impact the ins. Technical services indicated to check ins daily now that they better understand use. Technical services reviewed how therapy works and that adjustments are needed in order to find the correct setting for the patient, which caller stated the healthcare provider (hcp) stated as well. A complaint about nighttime wetness was made and stated that it had been really bad with multiple accidents and using up to 8 diapers in a night. Caller stated the therapy worked great when working. Patient (pt) had been in to hcp to get the system up and running again with handset/communicator but then symptoms return again. Caller indicated they will be following up with hcp to deal with the issues at night. Patient services reviewed general use of the handset and communicator. After various troubleshooting steps, reviewed that communicator needed to be positioned lower over the ins. Once it was over the proper location, communication with ins was immediate. Caller was able to make changes to therapy from 1.7ma to 2.2ma. Pt was feeling stimulation comfortably.